Event description:
It was reported that the patient experienced a change in therapy effect with symptoms of pruritus, exaggerated rebound spasticity, and muscle rigidity. The patient was admitted to hospital, and was being managed with valium and oral baclofen. It was noted that the patient would also undergo a dye study to confirm catheter patency and the catheter was going to be checked at the replacement. The pump was replaced on (B) (6) 2010. No alarms were sounding on the pump. The pump contained baclofen (lioresal) at the time of the event.

Manufacturer narrative:
(B) (4).